Event description:
It was reported the patient passed away after loss of monitoring while transporting the patient. The customer indicated when the patient was transported to other areas of the hospital for testing, the monitor loses network connectivity; therefore, the patient was not monitored at the central station. The alarms were present on the x3 during transport. It was indicated the customer was not alleging the device caused or contributed to the patient's death. The patient was being monitored for heart rate, spo2, and respiration. They were dnr and in comfort care at the time of the event, and they were in poor condition. While being transported to CT, the patient's status declined, and the nurses did not see the change in condition as the x3 monitor dropped from the central station. The radiology technician heard the x3 monitoring but did not know what the monitor alarms meant. Nurses do not typically stay with patients during transport. No resuscitation attempts were made due to the patient's dnr status. In addition, it was noted there are network access points located outside of the emergency department to the CT location.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and collected the clinical audit logs. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and assessed the wireless system. It was determined that two access point (ap) cables were unplugged in the ER. A coverage area verification (cav) from (B)(6) 2024 reflects that the wireless system was hooked up correctly and running at the time. It is unknown why the access points were later disconnected. Based on the information available and the testing conducted, the cause of the issue was the disconnection of the access point cables. The reported problem was not confirmed. The fse performed a wireless remediation in which the access points were returned to factory default and reconfigured. When the fse was onsite on may 13, 2025, he verified that all ap¿s were online, and no errors were detected by the upgrader tool. To ensure proper wireless coverage from the intellivue x3 monitor in the ER, the fse also performed a cav check with another wireless device (an mx40).